Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing disconnected from the quick release leading to infusion set leak. On the incident date, the patient experienced hyperglycemia with blood glucose level in the 300's mg/dl, which was treated with the pump. Patient's weight was (B)(6). No further information available.